Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that a active fixation lead was attempted during implant; however, the physician decided to use a tine lead instead. There was no reported issue with the lead other than "it steered differed than what [the physician] was used to." The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.